Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer called back and covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was guided on calibrating the o2 sensor.

Event description:
It was reported that, a 840 ventilator o2 sensor was out of specification and generated a diagnostic message. There was no patient I nvolvement at the time of the event.